Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that they think their neurostimulator moved out of place or something because instead of feeling the stimulation that they previously felt, patient is feeling it in their back. Patient thinks it started over a month ago or something like that. Patient was not sure what caused the problem and did not think they had falls or traumas. Patient was constipated and one day had blood on their toilet paper. Patient started leaking again and started wear diapers and when they increased amplitude they felt it in the back so turned it off. Troubleshooting was unable to be performed as patient already saw their managing physician about this problem yesterday. The doctor ordered an x-ray for the patient and will follow up in 4 weeks.

Event description:
Additional information was received from the patient on (B)(6) 2023. They restated previous issue that they had turned the device off due to feeling stimulation in their back and rectum which was not where they initially felt it. The patient was provided with a list of providers to remove their implant. They declined to be connected because they wanted to research the providers before making a decision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.